Event description:
A customer reported to baxter corporate product surveillance a interlink t-connector extension set in which a hole was observed. According to the report the normal saline leaked from the tubing. There was a patient involved. However, there were no reports of patient injury, adverse events, or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.